Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient, with an artificial urinary sphincter (aus), presented with incontinence and was unable to cycle the device. The patient reported that the device worked, and they were satisfied with the device until they underwent a gallbladder ablation procedure. Imaging was performed and there was fluid loss from the balloon. The aus was explanted, and a new aus was implanted. There were no additional patient complications reported.